Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with burch procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mersilene was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent excision of sacrocolpopexy mesh from anterior sacrum on (B)(6) 2016 by (B)(6) at (B)(6).